Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had some issues with the placement of the purewick female external catheters and also complained of price for products. Per additional information received via phone on 04dec2024, it was reported that they switched to the newer model of wicks and, the new ones are working much better. They did mention that the wick irritated them and they currently had an urinary tract infection. Patient was using otc cream for the irritation and their doctor was treating them for the urinary tract infection with antibiotics. Per additional information received via phone on 16dec2024, stated that no troubleshooting was done yet and liberator contact information.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: indications: the purewick flex female external catheter is intended for non-invasive urine output management in adult users with female anatomy, for conditions such as urinary incontinence. Contraindications users with urinary retention. Warnings: the purewick flex female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Do not block airflow to the product (e.g., blocking the vent hole, bedpan, barrier creams) do not insert the product into vagina, anus, or other body orifice. Stop use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Do not use on users with frequent episodes of stool incontinence without a fecal management system in place. Do not use on users with skin irritation or breakdown at the site. Use with caution on users who had recent surgery of the external female anatomy. Do not use on users with moderate/heavy menstruation who cannot use a tampon. MRI warnings: always disconnect the purewick flex female external catheter from wall suction or the purewick urine collection system prior to an MRI procedure. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in injury to the user. Non-clinical testing demonstrated that the purewick flex female external catheter is mr conditional. A user with one of these purewick flex female external catheters can be scanned safely under the following conditions: instructions for use: wash hands before and after this procedure. If placing or removing this product for another person, wear gloves. Setup: 1 if using continuous wall suction, always use the minimum amount of suction necessary. Connect the canister setup per facility protocol. Set suction to 40 mmhg and adjust as needed. Different setups require higher suction typically between 60-100 mmhg. Note: if hospital policy allows and if using a graduated canister, captured urine may be used for approximate urine output measurement. If using the purewick urine collection system, make sure all tubing connections are snug, and turn it on. Pressure adjustments are not necessary. Consult the purewick urine collection system instructions for use as needed. Note: ensure all connections are air-tight and check for possible cracks, leaks, kinks, or occlusions. 2 before placing the product, curve it to fit the users anatomy. This helps the product stay in place. 3 if using continuous wall suction, securely connect the product to the suction tubing. Note: keep track of how long the product has been in place by writing down the date and time it was placed. If using the purewick urine collection system, securely connect the purewick flex female external catheter to the collector tubing. Placement 4 have the user lie on their back with knees bent and thighs apart (frog legged) or on their side before placing the product. With their legs open, check the skin for irritation or breakdown, and clean the female anatomy. Note: if skin irritation or breakdown is seen, do not use the product. 5 spread the inner labia and keep them spread while placing the product. With white wicking material side facing the user, place the bottom end of the product between the buttocks, but not as far back as to cover the anus. Gently tuck white wicking material side between the inner labia, directly against the urethra (where the urine comes out). Note: make sure the urethra is at least one inch down from the top of the white wicking material. 6 make sure the inner labia wrap around the product and are not tucked under it. Once the product is in place, slowly close the legs and make sure the vent hole is not covered. See product diagram on page 1 for vent hole location. Note: for users with larger labia, less of the product will be visible. For users with smaller labia, more of the product will be visible. Removal 7 open the legs and gently spread the labia. Gently pull the product away from the body. Keep suction on while removing the product. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Maintenance: 8 replace the product every 12 hours or if soiled with feces or blood. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had some issues with the placement of the purewick female external catheters and also complained of price for products. Per additional information received via phone on 04dec2024, it was reported that they switched to the newer model of wicks and, the new ones are working much better. They did mention that the wick irritated them, and they currently had an urinary tract infection. Patient was using otc cream for the irritation and their doctor was treating them for the urinary tract infection with antibiotics. Per additional information received via phone on 16dec2024, stated that no troubleshooting was done yet and liberator contact information.